Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system that was reported with infection. Additional information indicates that the entire system was explanted. There were no additional adverse patient effects reported. The rv lead is no longer in service.